Event description:
On 04/21/2022, it was reported by a sales representative via (B)(4) that an ar-613-1 ibalance¿ tka, handle, modular keel punch had an issue. The surgeon was doing a tka procedure on (B)(6) 2022 and noticed that the handle was cracked and the spring mechanism on the quick connect was too loose and needed to be replaced. The case was finished with another one and without further incident. This was discovered during use with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation confirms the handle is cracked and runs approximately 2 in. The device also appears worn/dented due to wear and tear. The cause of the crack is undetermined. The most likely cause of the reported failure is wear and tear.